Event description:
Information received indicates the stretcher's head section gas springs are seized and the head section is stuck at a 20 degree angle.

Manufacturer narrative:
The technician replaced the seized gas spring assembly to repair the stretcher.